Event description:
The trailing haptic bent during the insertion of the lens into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01412 for the intraocular lens used with this delivery device.